Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) and a blood glucose (bg) level over 800 mg/dl. Suspected cause of dka and elevated bg was an unspecified pump issue; however, no issues were observed with the cartridge, infusion tubing or cannula. Correction boluses were delivered to address bg prior to the hospitalization. The pump history was reviewed and no alerts or alarms were found. At the time of the report, the customer remained hospitalized with permanent damage to the kidneys and heart. Customer declined a pump system check so that tandem technical support could review pump performance. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified related to the reported issue; however, a different issue was identified.